Event description:
The field service engineer (fse) while working on device found ac power module plug socket was defective. The field service engineer (fse) while working on device found ac power module plug socket was defective. The device needs a ac power module. It was determined that this was a malfunction of the ac power module. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.